Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports a small superficial linear cut in his skin approximately the size of an eraser head to his peristomal at 900 oclock approximately 7mm from his stoma. He said the stomahesive paste became hard and crusty as result it cut his skin. No drainage noted from this area. He does experience a burning sensation from the area. He uses adhesive remover to his peristomal skin. He uses bar soap to cleanse his peristomal skin but is unsure of the brand. He cleansed the area with hibiclens and applied protective barrier wipes to the open area. Instructed on crusting with sh powder followed by protective barrier wipes or water. Instructed if area worsens or does not improve to call back for additional instructions. Recommend eakin cohesive slim to his peristomal skin instead of the stomahesive paste.